Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction occurred. Customer reported that the event was reported to the FDA. Customer did not provide further information regarding the event. Tandem technical support was unable to contact the customer to obtain additional information as the customer did not identify themselves.